Manufacturer narrative:
Sex of patient not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 8 months 9 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the lvad was disconnected from the controller just prior to the log file retrieval on (B)(6) 2019. Additional information was requested but not provided.

Manufacturer narrative:
Section a3, g3, h3: correction. Manufacturer's investigation conclusion: the report of power cable and driveline disconnects can be confirmed based on the submitted log file. The device appeared to operate as intended at the set speed of 5400 rpms until 24apr2019, when the driveline was disconnected from the controller. This event was accompanied with lvad off alarms. The device remained off for the remainder of the log file. A specific cause for the driveline disconnect cannot be conclusively determined. The heartmate 3 lvas IFU contains information on if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Sections 7-12 cover the driveline disconnected alarm. No further information was provided. The manufacturer is closing the file on this event.